Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) USA alleging a onetouch verioiq meter was displaying an unknown error message. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated the alleged issue first occurred on (B)(6) 2013, at approximately 9:30am. The patient did not report what medications she uses to manage her diabetes. The patient did not report if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported feeling dizzy at an unknown date and time. The patient denied receiving any treatment in response to the alleged symptoms. The alleged issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report